Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and (B)(6) 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from a patient's right eye (od) due to visual disturbances. The lens was replaced with a non-johnson & johnson lens of 12.0 diopter. During the explant procedure, the incision was enlarged to 2.75 millimeters to accommodate the new lens, and no sutures or vitrectomy were performed. The prognosis for the patient was reported as very good, with no patient or user harm noted. No further information was provided. The patient had bilateral lens implantation. This report pertains to the right eye. A separate report will be submitted for the left eye.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 14, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and no further information was provided. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. The complaint issues were not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.